Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that led to an asystole greater than two seconds due to pacing inhibition. It was noted a that this lead was fractured. The lead was reprogrammed, and a replacement procedure was scheduled. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that led to an asystole greater than two seconds due to pacing inhibition. It was noted a that this lead was fractured. The lead was reprogrammed, and a replacement procedure was scheduled. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.